Event description:
The customer was hospitalized for high bgs. It was indicated that the customer was unable to read the hours on the pump. Troubleshooting was not performed at the time of call. The customer stated that the hours have been unreadable for two years. In addition, the customer had an error alarm when the batteries were changed. Customer also stated that pump stops delivering insulin with no alarms. Instructed the customer to disconnect and use a back up plan.